Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the alaris pump experienced a system error. The patient was receiving tpa, ns, and heparin in the catheterization laboratory. When the pump displayed a system error (code (B)(4)) indicating channels would continue as programmed and to replace the pcu as soon as possible. There was a patient involvement but no harm.

Event description:
It was reported that the alaris pump experienced a system error. The patient was receiving tpa, ns, and heparin in the catheterization laboratory. When the pump displayed a system error (code 255-16-275) indicating channels would continue as programmed and to replace the pcu as soon as possible. There was a patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.